Manufacturer narrative:
Media review: two images were reviewed by a boston scientific quality engineer. The images show evidence of white powder on the catheter, confirming the reported event. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. As soon as started to flush, it was noticed that the catheter had a white powder all over the handle and slider. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. As soon as started to flush, it was noticed that the catheter had a white powder all over the handle and slider. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device will not be returned for analysis.